Event description:
It has been reported to philips that the system produced a remote alert of ¿flexvision pc grabber cards are not initialized¿. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision pc grabber card was not initializing. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc and the hard disk. After replacement of the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.